Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Additional information has been provided in d9 and h6.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery in a 44-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. The patient¿s comorbidities were not reported. During impella cp support, a sudden increase in purge pressure and decrease in purge flow were observed, with purge pressure elevated to approximately 1100 mmhg and purge flow reduced to approximately 1.2 ml/hour. It was noted that a possible thrombus had been suspected during the initial implantation. Prior to escalation, the purge cassette and purge fluid had already been changed by nursing staff; however, the abnormal purge parameters persisted. The patient was reported to be fully dependent on impella support at the time of the event. Customer support center (csc) was contacted and recommended either device exchange or initiation of a thrombolysis protocol; however, tissue plasminogen activator (tpa) was not administered. Additional guidance included performing computed tomography (CT) imaging to evaluate for a potential obstructive thrombus, with recommendation to consider impella catheter exchange if imaging did not identify an obstruction. It was noted that dextrose 5 percent in water (d5w) purge solution was documented the day prior to and the day following the reported event; however, the specific purge solution in use on the day of the event was not reported. Based on the available information, the reported high purge pressure and low purge flow are consistent with potential purge system obstruction, which may be associated with thrombus formation within the motor purge gap during mechanical circulatory support. The impella cp device was exchanged, and the patient survived to device explant with placement of a new impella cp device.